Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. On one occasion, customer reportedly went into shock and required assistance from mother and paramedics to consume carbohydrates and address bg. All other occasions, customer consumed carbohydrates to address bg. Customer updated their settings in an attempt to address the event; however, during troubleshooting tandem technical support ultimately decided to send a replacement to the customer to resolve the issues, and customer continued to use the pump for insulin therapy until the replacement arrived.